Event description:
It was reported that a shock lead integrity test (slit) was performed, and the right ventricular (rv) lead impedance measurements were 125 ohms. Subsequently, induction testing was performed, and the cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1005 indicative of an open circuit condition during shock delivery. It was noted that the shock impedances were previously in the 180 ohm range. This rv lead was capped and replaced. Other than the surgical procedure, no additional adverse patient effects were reported.